Event description:
It was reported that patient experienced ineffective therapy and tingling in ipg pocket, x-ray imaging revealed both leads had completely migrated and wrapped around the ipg and the ipg was flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced and the ipg pocket was supported with surgical foam around it to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.